Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the balloon and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts in the first two rows of the proximal struts. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the sds. It is likely that the stent caught on the calcified lesion, further damaging the proximal struts, contributing to the difficulty removing the sds. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance, stent damage, and difficulty removing the sds appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Event description:
It was reported that the procedure was to treat the mid circumflex (cx). The angulated left main into the cx was wired with a bmw guide wire, and pre-dilatation was performed; however, the 2.5 x 28 mm xience v and was unable to cross the proximal cx. Resistance was felt during removal of the stent delivery system (sds) from the patient, which resulted in the flaring of the distal stent struts. The physician reported that he had poor guide support and used a bmw buddy wire to complete the procedure with a non-abbott stent followed by post-dilatation. No patient effects were reported. No additional information was provided.